Manufacturer narrative:
Date of event: exact date unknown, event occurred for over a year.

Event description:
It was reported that the patients ipg was no longer holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was programmed postoperatively. The explanted ipg will not be returned.